Event description:
It was reported that the ilet user did not announce a meal when their glucose was 88 mg/dl, ate, and then contacted support about announcing after the fact when glucose rose to 110 mg/dl. No reported adverse clinical effects. Outcomes included no reported impact on therapy and no need for medical intervention. Investigation included troubleshooting and education on proper meal announcement procedures. Investigation of this case revealed user technique issues related to missed/ delayed meal announcement timing, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement practices.